Event description:
Pt's mom stated that the pump she was recently sent (sn #(B)(4)) is defective and won't lock. Pt only has one working pump at this time. There was no adverse event related to the pump malfunction. A new pump will be sent to pt for delivery tomorrow. On (B)(6) 2016, and mom has a return box on hand already, and will be returning the defective pump to the pharmacy. Pt's mom did not provide consent for the MFR to contact her regarding the malfunction. Did the reported product complaint occur while in use with a pt: no; did the product issue cause or contribute to pt or clinical injury: no; was a return box, sent to the pt to return the malfunctioning pump to the vendor: no pt's mom already has a return box on hand from a previous order and did not need another one. She will use that box to return the defective pump; dose or amount: remodulin 85 ng/kg/min, frequency: every 48 hours, route: intravenous. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.